Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. However, upon receipt of the pump, technical support could not verify the reported issue as the pump touchscreen was cracked, unresponsive and unreadable. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Based on the analysis, the alleged data alert issue could not be verified; however, the reported touchscreen cracked issue was confirmed.